Event description:
Information received indicates the right siderail will not lock in the up position.

Manufacturer narrative:
The technician found the siderail bracket was severely bent. He straightened the bracket back in place to allow the locking mechanism to catch but recommended that the account replace the siderail.